Event description:
Event description guidant received information that in april of this year, this patient had a pacemaker and leads implanted on the left side. Also, as a result of an acute vein thrombosis, a stent was implanted over the leads in the subclavian vein. Approximately, one month later, ventricular noise was observed which resulted in pacing inhibition and some near syncopal episodes. The physician suspected there was a conductor issue between the ventricular lead and the stent and due to the the patient condition of 3rd degree heart block, the decision was made to implant a new device and leads on the patient's right side. During this replacement procedure, the first lead that was attempted in the atrium was not successfully implanted due to a kink in the lead tip. The original pacing system which had been implanted in april was surgically abandoned.